Event description:
It was reported that a malfunction alarm with code malf 0 occurred. There was no reported impact to the customer¿s blood glucose level. Technical support assisted the customer with resetting the pump, and after the reset, the malfunction did not recur. The customer was informed to call back if any malfunction code reappears and was able to continue using the pump.